Manufacturer narrative:
Investigation: a device history record review was completed for provided lot number 2008401. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were originally found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, small drops can be observed within the barrel, confirming the defect of leakage. To further investigate this incident, twenty retained samples of the same lot number were obtained from the manufacturing facility for further examination. The retained samples were evaluated and no signs of leakage were observed. Root cause could not be determined due to no samples returned.

Event description:
It was reported that 2 bd flu+¿ syringes leaked when administering the "astrazeneca vaccine". This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "just now to advise you regarding a problem we are having with the syringes which are ordered with the astrazeneca vaccine. The problem is with batch 2008401 ¿ syringes are leaking from the end when nurses are administering".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd flu+¿ syringes leaked when administering the "astrazeneca vaccine". This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "just now to advise you regarding a problem we are having with the syringes which are ordered with the astrazeneca vaccine. The problem is with batch 2008401 ¿ syringes are leaking from the end when nurses are administering"